Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient faced infusion set insulin flow blocked. After troubleshoot insulin did not exit. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.